Manufacturer narrative:
Concomitant medical product: 5092-52 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing/noise which led to inappropriate mode switching. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed the right atrial (ra) lead was reprogrammed and remains in use.